Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that an ophthalmic system exhibited inconsistency of the phaco for aspiration. Procedure details and patient impact were not reported.

Manufacturer narrative:
Corrected information was provided in sections: b2 and h11. The initial decision to report was incorrect resulting in the initial report being submitted in error. This event (inconsistency of the phaco for aspiration) is not considered to be a reportable malfunction, and it is not likely that a recurrence would result in serious injury. No further reports will be submitted under mfg report num 2028159-2024-01595. The manufacturer internal reference number is: (B)(4).